Manufacturer narrative:
During a case to correct l5 spondylolisthesis from l4-l5-s1, four polyaxial pedicle screws with two rods were implanted at l4 and s1, and two reduction polyaxial screws were implanted at l5. As phase one, the two rods were locked down and fixed at l4 and s1 with set screws as fixed anchoring points. Then the two l5 reduction polyaxial screws were gradually tightened with set screws in order to draw the l5 vertebral body until the fixed rods were reduced and fully seated on the housing. The surgeon reported that he had locked in one side of the construct. When he went to lock down the second screw at l5, he did not feel any resistance. During reduction sleeve break-off, surgeon noticed housing didn't stay put before the closure. A post-op x-ray and CT scan was done and it was observed that one of the tulip heads had been dislodged from the screw body. Batch records for the screw assembly and subcomponents were pulled and reviewed for discrepancies. Mechanical testing was done on parts of the same lot as the affected part as well as other similar parts, and all results show the force required to pull the tulip head off the screw body is significantly higher than the clinical load. All remaining parts from the same lot as well as all subcomponent parts that were used in the assembly of this polyaxial screw were pulled and re-inspected. All parts showed to be in tolerance. Upon further investigation, when looking at the post-op images from the axial, ap, and sagittal planes, distance (disassembly gap) was observed between the screw head and the housing as the rod remained fixed at l5. The various mode of failure from spatial misalignment not accounting for pre- and post-reduction position of its members were:[a] rod bends as much as the intended "reduction gap", [b] a combination of screw shaft wind-shield wipes through and screw shaft pulls out from the bone until the "reduction gap" is fully reduced, [c] set screw strips and both the rod and "reduction gap" remains as-is, [d] housing disengages from the screw body. When initial spatial position of the reduction screw doesn't account for the amount of travel required by the construct members and/or the elasticity of the rods, and/or the bone density, and when the "reduction gap" is fully reduced, either of the aforementioned effects seems eminent. In this case, the outcome [d] occurred. The only potential failure mode would be through resistive forces between fixed members, which is due to spatial misalignment of the rod and the screw, trying to bridge a gap beyond attainable equilibrium. Thus, the conclusion is there is no design defect, nor is there a manufacturing defect. There was, however, no harm or serious injury of the patient reported. No revision surgery is scheduled at this time.

Event description:
During a case to correct l5 spondylolisthesis from l4-l5-s1, four polyaxial pedicle screws with two rods were implanted at l4 and s1, and two reduction polyaxial screws was implanted at l5. As phase one, the two rods were locked down and fixed at l4 and s1 with set screws as fixed anchoring points. Then the two l5 reduction polyaxial screws were gradually tightened with set screws in order to draw the l5 vertebral body until the fixed rods were reduced and fully seated on the housing. The surgeon reported that he had locked in one side of the construct. When he went to lock down the second screw at l5, he did not feel any resistance. During reduction sleeve break-off, surgeon noticed housing didn't stay put before the closure. A post-op x-ray and CT scan was done and it was observed that one of the tulip heads had been dislodged from the screw body.